Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of experiencing a feeling of getting "hit" right below the sternum. Patient presented to clinic on (B)(6) 2017. Upon device interrogation, it was noted that the right ventricular lead was not capturing. Chest x-ray, chest CT and echo were performed and showed that the lead migrated into pericardium. Minimal pericardial effusion was present. Patient was admitted to the hospital and lead revision was performed with no further consequences on (B)(6) 2017.

Event description:
New information received noted that upon device interrogation on (B)(6) "2018", the right ventricular lead also exhibited decreased sensing and decreased impedance. Patient was stable during device interrogation. Patient was admitted to the hospital on (B)(6) "2018" after experiencing a fall and chest pain. Patient fell due to losing balance with arm in sling and is experiencing pain due to the fall. Patient also reported experiencing abdominal pain, feeling like getting "punched in the stomach" after device implant on (B)(6) 2017. Patient was discharged on (B)(6) 2017 in stable condition.